Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that while changing the reservoir the customer noticed the insulin from the reservoir leaked into the reservoir compartment. It was stated that the customer went back on manual injections. No further information was provided.